Manufacturer narrative:
The device was inspected and determined the core of the transformer on pkrf board was broken and needs to be replaced. Additionally, multiple minor scratches were observed on the housing. Device current software version is v3.03. Review of the fault log found no errors. Investigation is ongoing. This report will be supplemented following investigation.

Event description:
During an asset return inspection with no complaint from the customer, upon inspection, the core of the transformer on pkrf was found broken (damaged printed circuit board). There is no patient involvement associated on this event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the initial MDR from february 14, 2022, to february 10, 2022, and to provide additional information based on the legal manufacturer¿s investigation. A review of open complaints for model number 744000 was performed on 5apr2022. It was found that 3 other open complaints had also reported issues with the core transformer of the pkrf board being broken. A review of capas that were opened for model number 744000 found that no capas were opened for the reported failure. The customer returned their pk-sp generator to the service center. The customer did not report any issues with the device. The issues for the device were found at the service center. The generator was received at the service center to be tested and inspected. During the inspection the service technician found that the core transformer on the pkrf board was broken. The inspection also found scratches on the housing. When the parts were replaced on the unit, the unit passed a burn in test and all other functional tests. This device has been serviced before so a DHR review will not be performed. The previous service performed on the unit shows no abnormalities that could have attributed to the failure reported. Because of this, it is likely that the service of the device was not the cause of the reported failure. Olympus will continue to monitor the field performance of this device.